Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set collar broke the following information was received by the initial reporter with the following verbatim: reported issue: patient returned from or with a leash attached to piv. The plastic hub at the end of the leash which connects to the leur lock clear link on the piv was broken. The plastic hub became dislodged and the internal part was stuck firmly in the clear link.

Event description:
No additional information

Manufacturer narrative:
The customer reported the plastic hub was broken and returned one used sample of material 11088483. Upon initial visual examination, the set had no defects or abnormalities. The set was attached to a 10 ml syringe and infused with water, but no leaks or issues were found with the set. The root cause of this failure could not be identified without a failure investigation.